Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of dissection, hemorrhage, occlusion, hematoma and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of dissection, hemorrhage, occlusion, hematoma and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. Additionally a definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated based on information from the literature. As the information was received through a literature review the lot number was not provided. As a result the manufacturing and expiration dates are not known. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is from a literature review identifying proglide devices using the preclose technique in femoral arteries prior to transcatheter aortic valve replacement (tavr) procedures. The proglides may be related to: closure failures which may result in major bleeding, dissection, hematoma, stenosis [occlusion] and pseudoaneurysm with some closure failures using additional devices, manual compression, ballooning and stenting to achieve hemostasis. Article titled: the utilization of single versus double perclose devices for transfemoral aortic valve replacement access site closure.